Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing the tissue in the last half of the lobectomy. It is unknown if regrasp alarms or end tones were heard. Bleeding was reported as being less than 200cc. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 05/16/2016. One used lf1737 was received for evaluation. The device was activated on simulated tissue and no energy to the jaws was possible. The device was disassembled and investigation found the red wire was broken inside the pull tube slider that advances the blade. The wire was stretched to the breaking point as if caught on the slider that advances the blade. This was due to an issue with assembly. Engineering was notified of the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer further reported that a 12 second regrasp alarm was heard.